Event description:
Air was pulled into the manifold of the kit and injected into the pt during an angiogram. Pt vital signs remained stable. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device eval/investigation has not been completed. A f/u report will be submitted when the eval is completed. Eval: results, conclusions: a f/u report will be submitted when the device eval has been completed.